Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to device minute mobility seems very likely. However as the device was received totally damaged after silicone overmold an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user reported a decrease in his hearing performance with the device. The user was re-implanted, reportedly the electrode array was ripped apart during the revision surgery.

Event description:
The user reported a decrease in his hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.